Event description:
It was reported by service report that the foot motor was not working and it was stuck. No pt involvement adverse consequences are reported.

Manufacturer narrative:
Lift motor, lift power coil cable.